Manufacturer narrative:
(B)(4). Concomitant medical products: unknown rosa knee robot; unknown rosa knee instrument set. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee surgery, metal shavings were noticed when drilling a trochar pin through one of the holes of the cut guide. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned cut guide revealed that the device had no sign of physical damage. A visual magnification of the interior surface of the pin holes did not reveal any physical damage. Additionally, the diameter of all 10 pin holes were verified using the go/no-go pin gauges. The go gauge would go through all 10 holes while the no-go gauge would not go through any of the holes. No issues were identified with the instrument as it was found to be conforming to specifications. This confirms that the metal shavings noticed during the surgery did not come from the rosa persona tka cut guide b. It is possible that the metal shavings came from the trochar pin; however, this could not be confirmed or verified as the pin was not returned for evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device was confirmed to have met specifications and was determined to be conforming when it left zimmer biomet control. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.